Event description:
It was reported that the patient was asymptomatic. It was noted that following a magnetic resonance imaging (MRI) procedure, the implantable cardioverter defibrillator (ICD) was observed to be in backup vvi. It was unknown whether backup defibrillation therapy was available during the backup vvi though the patient was not symptomatic to the event. A device download was performed successfully. The patient was stable and was to continue with regular follow up.